Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise. Technical services (ts) was consulted and recommended further evaluation. Subsequently, this right atrial (ra) lead was capped and successfully replaced. Other than the intervention. No additional adverse patient effects were reported.